Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the physician passed the spyscope ds device over a boston scientific 035 wire and into the bile duct. After the physician removed the wire, the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached. The procedure was completed with the same spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.